Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, the patient was reported to be on capd from (B)(6), 2006 to (B)(6), 2009 and was followed till (B)(6), 2011 for a minimum follow-up of 2 years. Joshi, u., guo, q., yi, c., huang, r., li, z., yu, x., & yang, x. (2014). Clinical outcomes in elderly patients on chronic peritoneal dialysis: a retrospective study from a single center in china. Peritoneal dialysis international: journal of the international society for peritoneal dialysis, 34(3), 299-307. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. It was reported that the patient was a participant in a cohort study; however, it was not specified if the patient was hospitalized for this event. Treatment for this event was not reported. On an unreported date peritoneal dialysis therapy was discontinued and the patient began hemodialysis therapy. At the time of this report, the patient outcome from this event was not reported. No additional information is available.